Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer could not address the alarms due to being at work. Customer experienced elevated blood glucose (bg) level greater than 700 mg/dl. Customer ultimately changed supplies and delivered a bolus to address bg. Customer was admitted to the hospital and treated with an insulin drip and saline. Customer was discharged on (B)(6) 2019 with a headache.